Event description:
It was reported by a peritoneal dialysis (pd) patient that a liberty select cycler screen powered off during setup for treatment. The patient reported that there was a burning smell coming from the cycler. There was no noise or light associated with the cycler. The tech services replaced the cycler due to the blank screen. The patient was advised to discontinue the use of the cycler and to contact pd registered nurse (rn) to inform of the replacement. The patient indicated knowing how to do manual treatments if needed. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An internal inspection also showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Device history record showed per failure analysis problem report; a blank screen was found due to a shorted transformer; issue was resolved by production replacing the front panel assembly on 02/02/2022. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.